Event description:
On 12/11/97 - left arterial pressure line insert intraoperatively. 12/12/97 - upon removal it was noted the catheter was not completely intact. The pt returned to the or for exploration and removal of retained portion of lap which was located in the pericardial space. 12/15/97 - pt discharged home in satisfactory condition.